Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Complainant address and telephone: zoll services, llc. (B)(4). P154 - (misc - too loose/too tight) does not represent an allegation against the equipment. Issue addressed with distributor customer support. P165 - (faq - patient update) does not represent an allegation against the equipment. Issue addressed with distributor customer support. P027 (rash or skin irritation or bruising). P201 (medical intervention). A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. Patient described the area as bruises under back te pads, with no indication of open or broken skin. There was no alleged device malfunction contributing to the bruising. The patient¿s physician advised using a cortisone cream for the bruise. Outcome of the irritation is unknown. Reportable: bruising, low severity, medical intervention, outcome unknown. Correction: none taken. Root cause: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a08_revfi) to the reported problem: body heat / moisture entrapment. Lack of garment washing. Lack of garment changing. Improper laundering. Lack of device cleaning. Patient weight gain. Patient fit with incorrect size garment. Patient medically predisposed to skin conditions. Garment fit. Corrective action: no corrective action has been assigned at this time. The corresponding risk management file addresses the risk assessment for skin conditions. The need for a CAPA based on the occurrence of this issue is assessed during the monthly data analysis per 90c0010. Closing complaint.